Event description:
On 06/30/2025, a sales representative reported via (B)(4) that an ar-9091-02 hindfoot nail cable tensioner cable setting screws in the tensioner have been reverse threaded into the jig and frequently gets stuck. This happened during a case and had no adverse effects on the patient. Additional information was provided via phone, where the sales representative stated this event occurred during an ankle fusion procedure on (B)(6) 2025, where they were unable to compress the nail. This resulted in a delay of about 15-20 minutes that did not require additional anesthesia

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. Arthrex determined that the most likely cause of the reported failure is user error, specifically the failure to inspect the device prior to surgery to ensure proper function and prevent jamming. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.